Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint, however an alarm stating the tidal volume was too high was reported found in the alarm log. The unit was returned to service.

Event description:
The hospital reported the unit over delivered tidal volume during a case. The patient was manually ventilated to finish the case. There was no report of patient injury.